Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The trial item was observed to have staining from an unknown substance.